Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. The magnitude of bias of the vitros tropi es result meets potential health and safety criteria and is reportable. The most likely cause of the event is an instrument issue due to incubator contamination and mechanical problems. An ortho field engineer (fe) found contamination within the microwell incubator of the vitros eciq immunodiagnostic system. The fe cleaned the well weight and shuttle within the incubator. The fe then conducted several service actions to the instrument that included replacing wear pads on both the inner and outer rings, as the rings were not level in the incubator, and replacing the inner lift pin motor and sensor as well as the inner lift tip. The fe optimized all incubator adjustments and verified the inner and outer rings were at same height at the completion of service. The fe then performed a within run precision test on the vitros eciq system after completion of the service actions. The precision test yielded results that were within acceptable guidelines indicating that the vitros eciq immunodiagnostic system had been returned to expected performance. Based on historical quality control results, a vitros tropi es lot 3270 performance issue is not a likely contributor to the event. Furthermore, ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros tropi es lot 3270. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3270 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Pre-analytical sample processing could not be ruled out as a contributing factor. The customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory, however, physicians questioned the result. A corrected report was issued. No treatment was altered, initiated or stopped based on the initial reported result. Ortho has not been made aware of any allegation of patient harm as a result of this event.

Event description:
A customer reported a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. Patient sample: 1 result of 0.068 ng/ml vs. The expected result of 0.019 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory, however, physicians questioned the result. The initial patient sample was repeated on the vitros eciq system. The patient was also redrawn and the redraw sample was run on an alternate non-vitros analyzer. A corrected report was issued. No treatment was altered, initiated or stopped based on the initial reported result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).